Event description:
It was reported that this right atrial (ra) lead exhibited a spike in pacing lead impedance measurements, measuring at 400 ohms however within the range. Technical services (ts) suggested evaluating with the surface EKG. Additional information received indicated that the patient had called as one of their leads were not working as intended. This lead was fractured and there was no capture along with no sensing. This lead currently remains in service. No adverse patient effects were reported.